Manufacturer narrative:
Additional information was received that one month, eleven days following implant, the dissection of the right femoral artery and dissection of the left ilio-femoral artery both resolved without sequelae. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via right femoral artery access using a 16fr inline sheath, significant resistance was noted during insertion of the delivery catheter system (dcs). The dcs would not advance and was withdrawn from the patient. The same dcs and inline sheath were inserted into the left femoral artery and the valve was successfully implanted. After the implant, aortography with contrast showed a dissection of the right femoral artery and an obstruction of the left ilio-femoral artery. A balloon inflation was performed and resolved the right femoral artery dissection. Another balloon inflation was attempted on the left ilio-femoral artery followed by a stent placement. The smallest blood vessel diameter in the lower limbs is 5.7 x 5.8 mm on the right and 6.4 x 6.7 mm on the left. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: additional information was received that the dcs was inserted to the right iliac artery. Per the physician, the dcs contributed to the right femoral artery dissection. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the iliac artery dissection and bleeding were treated with surgery and tran sfusion. No additional adverse patient effects were reported.  Of note, this information had been previously reported in regulatory report #2025587-2019-02342. Going forward any new information pertaining to the details of the dissection will now be captured in this current regulatory report #2025587-2019-01385. (B)(4). If information is provided in the future, a supplemental report will be issued.